Event description:
It was reported that after placement of a stent to treat a wide neck aneurysm, the stent did not immediately open. Once the physician retracted the stent delivery system and wire, it opened properly without any pt complications. Per the physician, the device was prepared per the directions for use and the pt's brain anatomy was tortuous. Pt is "fine."